Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was extensive contamination throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (lack of vibration alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor sn (B)(4) and reported that the monitor was unable to power on properly. The distibutor also returned the patient's electrode belt sn (B)(4) and reported that the patient was unable to feel the vibration alarms.